Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient status post va lcp cloverleaf fusion plate and screw implantation was discovered to have the plate broken, unknown date, through the va hole before the osteotomy healed. Patient was returned to the operating room on an unknown date, patient was revised to an identical plate. Note, no screws were reported broken.

Manufacturer narrative:
All material certificates were found to be conforming and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.